Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer treated their low blood glucose level with food. Customer declined for troubleshooting. Customer also stated that the battery cap had issues. The insulin pump will not be returned for analysis.